Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a foreign material imbedded in the plastic on the one piece of component. Additional information received from the customer states the contamination is on the shield and the hub. The customer also mentioned that they cannot confirm that the particle wouldn't be on the fluid path.